Event description:
It was reported that an unspecified malfunction alarm occurred. The customer¿s blood glucose (bg) was 652 mg/dl. As a result, customer went to the emergency room and was treated with intravenous insulin. Multiple attempts were made by tandem technical support to follow-up with the customer on when they were released, but no response was received. The healthcare provider concluded that there as no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.